Event description:
Information was received from a health care professional (hcp) and manufacturer representative regarding a patient who was implanted with a neurostimulator for degenerative disc disease. It was reported that the patient was scheduled for a brain scan and was hospitalized. Neither the brain scan nor the hospitalization was related to the device due to the report. It was reported that the patient had not turned the device on for years as it was not working. The caller clarified with the patient and it was reported that the device was not providing therapy for them. The date of the event was stated to be 3-4 years ago. The patient no longer had their programmer. The patient had not charged the implantable neurostimulator (ins) in at least a year. The manufacturer representative went to the hospital and confirmed the ins was overdischarged due to patient compliance. The manufacturer representative tried to wake up the ins with an antenna locate. A physician mode recharge (pmr) was performed, after which, a power on reset was seen. The por was cleared and the ins was charged. The patient was then able to get their scheduled MRI. The patient was doing well. There was no further information available at the time of the report. The issues were resolved. The patient's medical history included fibromyalgia, failed back surgery, and bone cancer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.